Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not click or offer feedback during firing. It was also indicated that the patient had passed away but unsure if the cause was related to the reported event.